Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was too short which made tampon inaccessible for removal leaving the tampon inside. She was unable to manually remove the tampon and had to seek medical attention to remove the tampon.